Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's electrode migrated. On (B)(6) 2023 the recipient underwent repositioning surgery, however the issue did not resolve. The recipient is presenting with loss of sound. Revision surgery is scheduled

Manufacturer narrative:
Advanced bionics considers the internal corrective action as completed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a dented bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.